Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap was missing the yellow o-ring. Unrelated to these issues, investigation revealed that the bolus button cover was detached/missing. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. This report is made based on results of investigation completed on (B)(6) 2015.